Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was successfully programmed into protection mode for magnetic resonance imaging (MRI). Subsequently, the patient went into atrial fibrillation (af) with rapid ventricular response (rvr) at 130-150 beats/minute. The patient was sent to the emergency room and the cardiologist was notified. It was noted that the patient did not have a history of af.